Event description:
It was reported that a cartridge change error occurred. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Event description:
T was reported that a cartridge change error occurred. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.